Event description:
It was reported the volume recorded as infused (39ml) and volume remaining in bag (61ml) was incorrect. The physical bag volume was still full. Per reporter the patient had been administered other meds so no immediate discomfort resulted from this failed infusion. Another line from same batch was primed and while set only requires 4.2ml to complete priming, pump recorded 8ml and the line was only half primed. Set from another batch primed successfully and treatment resumed unhindered. First set discarded, second set is available for manufacturer to review. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Two samples were received for evaluation. Visual inspection revealed the samples were received in used conditions inside a plastic bag. Functional testing was unable to be performed due to no spike being present on the sample and no liquid being able to be injected. The root cause could not be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).